Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, device evaluation found no image , an error e216 displayed and found to be due to connector/ plug unit connection issue due to corrosion. Based on the results of the investigation, the cause of the reported event cannot be identified. Based on the results of the investigation, the cause of the corrosion on connector/plug unit could not be identified. Reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ degradation/ some kind of physical stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope displayed an e315 error code. The issue occurred during preparation for use. There were no reports of patient harm